Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during a endoscopic retrograde cholangiopancreatography on (B)(6) 2013. According to the complainant, the indication for the stent placement was for treatment of cholelithiasis. During the procedure, the physician attempted to load the stent system over the guidewire; however, resistance was encountered and the guidewire would not advance beyond the stent within the delivery system. The stent system was removed from the patient. The physician deployed the stent outside of the patient and it was noted that the stent was kinked at 3cm from the distal end. The procedure was completed with another wallflex rx biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted onto the device. The packaging mandrel was exiting guidewire access port. A bend was noted in the shaft at 10mm proximal to the tip, where the stent is mounted. No other issues were noted with the profile of the mounted stent. A kink was noted in the outer sheath at 77mm distal to the guidewire access sleeve. During analysis it was possible to insert a 0.035 inch guidewire through the tip and out the guidewire access port without issue. The investigation results revealed that there were no issues with the mounted stent. Therefore, since the stent itself was not kinked, rather the shaft was bent, this is no longer considered a MDR-reportable event. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent system was used during a endoscopic retrograde cholangiopancreatography on (B)(6) 2013 according to the complainant, the indication for the stent placement was for treatment of cholelithiasis. During the procedure, the physician attempted to load the stent system over the guidewire; however, resistance was encountered and the guidewire would not advance beyond the stent within the delivery system. The stent system was removed from the patient. The physician deployed the stent outside of the patient and it was noted that the stent was kinked at 3cm from the distal end. The procedure was completed with another wallflex rx biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.